Manufacturer narrative:
The reported events of high pacing threshold and r-wave amplitude variation were not confirmed. As received, a partial lead was returned cut in three pieces. Electrical discontinuities and internal shorting were due to procedural damage. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
During an in-clinic follow-up, increased capture threshold resulting in a loss of capture and decreased sensing were observed on the right ventricular (rv) lead. A revision procedure was performed. During the revision procedure, fibrotic tissue was observed on the rv lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.